Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was out of specification.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited a damaged probe unit acoustic lens with a missing part. There were no reports of patient involvement.

Manufacturer narrative:
Correction to e1 with information that was inadvertently missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the lens being damaged could not be determined. Olympus will continue to monitor field performance for this device.